Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to pacing impedance measurements high out of range on the right ventricular (rv) lead. Technical services (ts) reviewed and provided assistance. The rv lead is not a boston scientific product. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).